Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported, "stapler became stuck on lung tissue during a thoracoscopy with lung resection. Tore lung tissue requiring pledgeted sutures. Device would not disengage, required surgeon to use another stapler to staple just below it, and extract stapler, and tissue."